Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.

Event description:
Customer reported that "in the morning of (B)(6) 2023, when I replaced the puncture needle for the patient, it was found the needle and base could easily be detached. Change the needle for the patient. No patient injury reported." No other information was provided.